Manufacturer narrative:
Concomitant medical products: avenir muller, stem, standard, uncemented, ha, 5, taper 12/14, catalog no# 0106010005; lot no# 2905352, shell with cluster holes porous 54 mm, catalog no# 00875705401; lot no# 63678792, liner elevated rim 32 mm, catalog no# 00875201132; lot no# 63692414. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to dislocation.

Manufacturer narrative:
DHR-review: ref:00-8775-032-02 ; lot:2908097, - yield:100, - delivered:100, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation event description: it is reported that a patient experienced a joint dislocation 1 day post op during physio therapy. Subsequently, the biolox head and the liner were revised 12 days post op. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force). => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion. => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design. => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head. => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear. => possible, the device is not availabel for investigation, the condition of it is unknown. Therefore, this cause cannot be exlcluded. - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear. => possible, the device is not availabel for investigation, the condition of it is unknown. Therefore, this cause cannot be exlcluded. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem. => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup). => possible, no x-ray received. The position of the devices is unknown. Therefore, this cause cannot be excluded. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset). => not possible -> compatibility of the devices is verified. Therefore, this cause can be excluded. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper). => possible, no surgical report was received. Therefore, this cause cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head). => possible, no surgical report was received. Therefore, this cause cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity. => possible, no surgical report, neither medical was received. Therefore, this cause cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem. => not possible -> it is very unlikely that single use device was reused. Therefore, this cause cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. => not possible -> the compatibility check was performed and showed the combination is approved. Therefore, this cause can be excluded. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant. => not possible -> a systematic issue with inappropriate information on packaging label or not legible packaging label would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head. => not possible -> a systematic issue with laser marking not readable in normal lighting would have been detected as part of the issue evaluation assessment. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, no medical records received, neither adherence to rehabilitation protocol is unknown. Therefore, this cause cannot be excluded. Conclusion summary: it is reported that a patient experienced a dislocation 1 day after implantation of a biolox head during physio therapy and underwent therefore a revision surgery 12 days after implantation. The exact circumstances leading to dislocation during physio are not known; it could be that inappropriate movement leading to dislocation. Neither x-rays, operative notes, office visit notes, devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a splitcase with warsaw; (B)(4).

Event description:
No new information.